Event description:
It was reported that a pump malfunction occurred after it got wet on a water slide. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily insulin injections as a backup therapy and was sent a replacement pump with updated software. Comprehensive instructions on the replacement process and storage mode were provided, which the customer understood and acknowledged.